Event description:
Product was used to close a facial laceration on a pt. The product ran into the eye and bonded it shut. Several days later the pt was seen at the reporting facility with nausea and vomiting along with the bonded eyelid. The pt was admitted to rule out head trauma. It was noted that the adhesive was observed bonding the eyelids together along with eversion of the eyelids. The pt was put under general anesthesia and the product was removed using an ophthalmic ointment. A vitreal retinal specialist examined the eye. Pt was discharged with no reported abrasions. Pt was in fine condition. Product was not returned.